Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) provided eleven shocks but unsuccessfully terminated the patient's ventricular tachycardia (vt) episode. No intervention was completed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.